Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a silverhawk during a procedure to treat the left distal superficial femoral artery(sfa). The calcified lesion exhibited no tortuosity, moderate calcification and 80% stenosis. Artery diameter was reported as 6mm with lesion length of 100mm. It was reported that a 7f sheath was also used during procedure. The vessel was not pre-dilated. The IFU was followed. It is reported that a perforation and vessel damage/injury occurred. The small perforation was sealed with a balloon and an unknown stent. The procedure was completed and the complication was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.